Event description:
It was reported that the 9900 system had a communication error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired during the service call. The system was found to be working as intended, and put back into service.